Manufacturer narrative:
Additional information: medical device lot #: 8004515. Medical device expiration date: 12/31/2020. Device manufacture date: 1/4/2018. Investigation summary: lot analysis: DHR review was performed on the lot number 8004515. The lot number was built on afa line 12, from january 12, 2018 thru january 15, 2018 review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for adapter damaged/deformed/cracked and component damage were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: yes. Reason: this database tracks any issue during production that would affect product quality. Findings: there were no reject activity findings relevant to the defect stated in the pir associated with the lot number provided for this incident. Visual analysis: observations and testing: received one used iag/bc 22ga unit with package label from the lot number 8004515. The unit consisted of the catheter/adapter assembly. Visual/microscopic examination: no mechanical/physical damage was observed outside threads of the luer adapter. Damage was observed on the inside rim of the luer adapter. Investigation conclusion: the defect other (adapter damaged), as stated as the reported code was confirmed with the returned unit. Root cause: relationship of device to the reported incident: manufacturing. The damage observed could occur anywhere within zones 1, 2 or 5 when the equipment is lowered inside of the adapter inadvertently damaged the interior due to the incorrect alignment. Misalignments of the adapter relative to the equipment may cause this damage. Alignments are performed when they are determined to be necessary during set up or production.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control there was an issue with leakage. It was stated ¿the angiocath was cracked.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control there was an issue with leakage. It was stated ¿the angiocath was cracked". There was no report of injury or further medical intervention.